Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: the engineers are not able to duplicate the issue. The customer will be informed to connect the inhalation tube after the ventilation start up.

Event description:
The customer reported that alarm 318 - inspiration valve failsafe failed or occlusion in inspiration tube was active on this unit during ventilation on a patient. The unit had to be removed from clinical use. The customer reported that no patient was injured due to this issue.